Manufacturer narrative:
Results: a sample is not available for evaluation, however the customer provided two photos for review. Photo (1) revealed the needle was inside of an opened package and partially retracted into the safety barrel leaving the needle tip exposed. Photo (2) revealed a piece of paper top web. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: although photo (1) showed the customer's indicated failure mode, without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #: (B)(4).

Event description:
It was reported that after a nurse had inserted a 20 g x 1.00 in. Bd insyte¿ autoguard¿ bc shielded IV catheter, he/she pushed the safety activation button and the needle did not retract. There was no report of injury or medical intervention.